Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states there is a leak from a hole located just before the bifurcation on palindrome h dialysis catheter. The catheter was placed on (B)(6) 2012. The catheter was pulled due to the leak.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.